Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had loose drive support cap. The blood glucose was 423 mg/dl at the time of the incident. The general high blood glucose was 250 mg/dl. The high blood glucose was treated with bolus. The insulin pump will be returned for analysis.